Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi mode, as received. The device exhibited loss of output and telemetry due to a prematurely depleted battery. An integrated circuit anomaly caused a high current drain, resulting in premature battery depletion. After replacing the integrated circuit, normal current drain was measured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after a syncopal episode with bradycardia at 48 beats per minute. The pulse generator was in backup bvvi operation. Pacing spikes were observed at 33 pulses per minute and were not capturing the heart. The device was explanted.